Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, while doing a transverse ascending colon, the device was not able to fire. The surgeon changed the device. There was no patient injury.